Event description:
It was reported that several days following implant, the patient suffered from cardiac tamponade. The patient was in a state of shock with approximately 550 milliliters of pericardial blood accumulation, which necessitated pericardial drainage. In addition, pacing failure and elevated threshold were noted. The lead remains in use. Furthermore, following a computed tomography (CT) examination, a pacemaker reset occurred. The device was reprogrammed and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.